Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced retinal detachment. The lens was later explanted and retinal repair was performed. The problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim #: (B)(4).